Manufacturer narrative:
A f/u report will be filed if more info becomes available.

Event description:
It was reported that after inserting the iab, the md could not remove the guide wire from the iab. As a result, the iab and guide wire were removed as one unit. Another iab was inserted with success. There were no reported pt complications.